Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the purge disc retainer had snapped off. There was no report of patient harm or injury.

Manufacturer narrative:
The console (aic) was returned for evaluation. Data analysis: imc logs are not relevant for this failure mode. Device analysis: console arrived in danvers. Console purge assembly was inspected. Upon opening the purge assembly door, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.